Event description:
On 07/06/2015, cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for vascular repair and a reported case of delamination. Details of the event are provided below. It was reported that the cormatrix ecm for vascular repair delaminate in a very small area along one edge. The patch had been soaked in room temperature saline for approximately 1 minute prior to suturing. The delamination was noticed by the surgeon during placement of the final 2 stitches. It was reported that the surgeon indicated that he was not concerned because it was in a very small area. The surgeon took large suture bites and continued to use the product. No surgical delays or complications were reported.

Manufacturer narrative:
The device remains implanted. No sample is available for evaluation. Manufacturing records for lot m15c1080 have been reviewed. There were no deviations or non-conformances that could have caused or contributed to the reported event. A review of the complaint log indicated that this is the only complaint for delamination or functional issues associated with lot m15c1080 to date.